Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse reported that the buttons were unresponsive. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's spouse stated that the buttons were sticking. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. All operating currents were within specification. The pump was programmed with the correct time and date. The pump was monitored for several days. Several boluses were programmed and delivered. The pump was downloaded to care link and all boluses delivered during testing and during the time unit was monitored were properly recorded and recorded at the daily totals and bolus history screens. The care link reports showed all boluses were delivered. No bolus anomalies were noted. All buttons functioned properly. No damage in the keypad assembly was noted. No button error alarms during testing noted. No unlocked lcd keypad connector noted during visual inspection. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and cracked battery tube threads.